Event description:
A call to patient services was made on 7/23/2013 stating that the patient previously had 4 st. Jude medical devices all of which had shocked him for the past 5 years. As mentioned by patient, these devices damaged his nerves and he went to the hospital 2-3 times a year. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).